Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified multiple 23103 errors on universal surgical manipulator (usm) 1 in the error logs. However, the fse was unable to duplicate the issue. The fse removed and replaced usm1 to correct the reported issue. The fse ran multiple calibrations and tests and confirmed the system was ready for continued clinical use. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation found that the reported complaint of "23138 errors" was confirmed and replicated. The unit was tested on the in-house system and it failed normal mode. The unit triggered a 23138 error pointing to degrees of freedom (dof) 8 during the gearbox movement test. The instrument sterile adapter (isa) printed circuit assembly (pca) was swapped with a test isa pca and the 23138 error disappeared. The unit was put on the production functional test platform (pftp) and it passed all tests related to the reported problem. The original isa pca was returned for aba testing and the unit failed carriage hall calibration. Visual inspection revealed heavy contamination on the dof pca component of the isa pca. As a fix, the isa pca will be replaced. It was noted that the unit passed the direction test, sensor check, carriage lissajous sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/axes controller motor (acm) fan and fiber test. A review of the site's complaint history revealed (B)(4) is a duplicate record of (B)(4). No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse and fse. Investigation revealed the following possible related system errors: 23138/hall edge to edge fault on usm1, axis 7. This indicates that a motor encoder is loose and moving while the motor is stationary or that the hall signal is frozen or disconnected. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the clinical sales representative (csr) called a technical support engineer (tse) and reported that arm 1 was faulting. The csr had tried to recover from the fault but the error remained. The tse verified logs and saw multiple 23138 errors on usm 1 axis 7. The tse recommended doing a hard reboot or emergency power off on the system. The csr completed 2 hard reboots or emergency power offs and the error remained. The tse then recommended removing sterile adapter and exercising axis 7 which was completed but error still remained. The tse suggested trying another reboot, the option of disabling usm 1, or seeing if another patient side cart (psc) from another system was available. The csr said all other systems were currently being used. It was further confirmed that the customer undocked and disabled usm1. The tse asked the customer to power cycle the system to possibly recover usm1 from being disabled but informed that the fault may return. The surgeon continued with the case robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was functionality checked upon powering on the system and the system initially powered on without errors. The surgeon was successfully able to see through the high resolution stereo viewer (hrsv) and go into following mode. The issue with arm 1 was not resolved and the arm was disabled and undocked. There was approximately a 10 minute delay. The procedure was completed robotically with no patient injury. There are no images for review. The patient demographics were unavailable.